Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i7010-us is available in the USA with a 510k number k182004. Evaluation summary- it was caused due to a malfunction on the video board. It is random failure. This report is being filed as part of the pentax backlog management plan.

Event description:
Epk-i7010 showed no video output via dvi or sdi ports on the processor. We attended the breakdown immediately could not repair the fault on-site and installed a loan unit so the doctor could complete his list. Determined the video board had failed. 1st video board replacement I fitted a new video board e262-ah708 and reloaded the software b9p116-001 I try to load b9p116-001 software I get the same issue after successful load. System stuck on loading/network setup. I cannot get this video board to work . 2nd replacement board replaced the video board with another e262-ah708 and reloaded the software b9p116-001 software successfully installed processor boots up and passes all checks. Returned to customer this event occurred at the time of before use. There was no report of patient harm.